Manufacturer narrative:
Product event summary: it was confirmed that the cursor and stylus did not align on the screen, and calibration did not resolve the problem. There was also a broken latch tab on the power cord bay door.

Event description:
It was reported that the programmer display needed calibration and would not work. The programmer has been returned to service. No patient complications have been reported as a result of this event.